Event description:
It was reported that within 19 days of an a-p procedure, the patient came to the emergency room with a vaginal discharge, suture line open, and tissue sticking out. A culture was performed and showed no infection. The doctor trimmed off the protruding tissue and packed the vagina with antibiotic cream and estrogen cream. Patient was on ostrogen therapy pre-op. Doctor has performed over 100 procedures using both pelvicol and duraderm and uses 2.0 vicryl sutures.